Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The device failed modem testing due to a transistor component out of specification.

Event description:
It was reported that the carelink monitor was not functioning properly after a storm. The monitor will be replaced.. No patient complications have been reported as a result of this event.